Event description:
Two bipolar devices broke while being used in the patient's leg. All pieces were removed. The piece is the clear portion that was under the black cap. There was no patient injury. Manufacturer response (as per reporter) for bipolar device, endoscopic vein harvesting kit.as of this week the manufacturer has offered replacement lots.

Event description:
Two bipolar devices broke while being used in the patient's leg. All pieces were removed. The piece is the clear portion that was under the black cap. There was no patient injury. Manufacturer response (as per reporter) for bipolar device, endoscopic vein harvesting kit.as of this week the manufacturer has offered replacement lots.